Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter read inaccurately erratic. The patient indicated that the alleged meter issue started on the day prior, and was occurring on and off. At an unspecified time after the alleged meter issue began, the pt claimed that he developed symptoms of lightheadedness and sweating. The patient reported meter results of "50, 177, and 141 mg/dl." It is not clear as to when the result of "141 mg/dl" was obtained in relation to the results of "50 and 177 mg/dl." However, it is noted that the results of "50 and 177 mg/dl" were taken back-to-back and with test strips from 2 different vials. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. In addition, it is noted that the patient alleged that he obtained high readings that did not correlate with how he felt. The patient explained that the result of "50 mg/dl" actually correlated with how he was feeling at the time. It is not clear if the patient felt lightheaded and sweaty at that time. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what times the reported meter readings were obtained, what actions the patient took before and after the symptoms developed, and what symptoms he had when the reported meter readings were obtained. Also, it would have been helpful to know what time the symptoms started. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The test strips and control solution were replaced. The patient declined a meter replacement. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The patient alleged the meter read inaccurately and had occurred on and off.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.